Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the ER. The customer was hospitalized on (B)(6) 2018. The cause of death was congested heart failure, diabetes, and kidney failure. The caller did not indicate other health issues or illnesses that may have contributed or led up to the customer's passing. The customer¿s blood glucose was 121 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.